Event description:
It was reported that during a thoracic procedure, the first device fired scissored clips. A second device was pulled and the device would not close. Unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku if so, when? Did somebody other than the primary surgeon fire the instrument? Asku. Was there a recent conversion to ees devices in this account or with this surgeon?